Event description:
It was reported that the customer changed the battery but the insulin pump continued to have a blank display. Her blood glucose level was 381 mg/dl. The window screen had a scratch. The customer treated her blood glucose level with manual injections. She had issues with her low blood glucose levels. The customer passed out and around (B)(6) 2015 the customer was hospitalized for a low blood glucose level. Her blood glucose level was 26 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.